Event description:
It was reported that the home patient (hp) saw air in the supply line during peritoneal dialysis (pd) therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The hp told the technical service representative (tsr) that they were going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.